Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device is not available for evaluation. A follow-up report will be filed if any additional relevant details become available.

Manufacturer narrative:
(B)(4). Additional information: the sample was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set had leaked. After the nurse hung a bag of chemotherapy, the set began leaking just below the lower y-site. The nurse noted that the tubing had separated, thus the set had leaked. There was no patient or staff exposure to the chemotherapy solution, as the leak was contained and set aside. There was patient involvement; however there was no report of patient injury, medical intervention, nor adverse event in association with this event. Additional information was requested and is not available.